Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post implant procedure with a left ventricular lead that was pulled back. The lead was revised on 11 oct 2019, and the patient was stable.